Event description:
Removal of endosseous dental implant. Implant was placed on (B)(4) 2012 in site #8 (type ii bone). Primary stability and osseointegration were not achieved. The clinician reports that the implant did not stay in place, kept spinning, no retention. The implant was removed on (B)(4) 2012, due to mobility. Medical history: no significant findings.